Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 hours if using humalog insulin; every 72 hours if using novolog insulin. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 396 mg/dl - "high" on continuous glucose monitor (cgm). Customer administered a correction bolus via the pump to address the bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Technical support educated the customer on insulin labeling.